Manufacturer narrative:
(B)(4). A follow up emdr will be submitted if additional information becomes available.(B)(4).

Event description:
Customer stated via email: product is defective. Patient impact unknown. On (B)(6) 2017-end user stated via email that the access tip broke upon insertion for draining and a small amount of fluid escaped. The tip was able to be removed and another kit was used to complete the procedure. End user did not report any harm. Photos attached. Sample available. Ups shipping materials to be sent to end user upon retrieving home address. Additionally end user responded: the access tip entered the safety valve without difficulty, he assumed no tension was applied to the access tip or excessive force by his nurse, the blue emergency clamp was not employed and patients age is (B)(6).

Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation. Evaluation confirmed the reported failure mode of broken access dilator. A root cause could not be determined, however, the core pins were replaced on the one piece access dilator mold.

Event description:
Device evaluated, confirmed failure mode of broken access dilator. Root cause undetermined, core pins were replaced on one piece access dilator mold.